Event description:
Zoll medical corporation ventilator started alarming with the screen displaying "system failure". During troubleshooting, it appeared ventilator was not cycling. The patient needed to be manually bagged. The faulty ventilator was changed out and saturations returned at 100%.